Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - no defect found on returned meter most likely underlying root cause: mlc-134: user has low glucose value note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated that he believed his blood glucose test results are related to the prescribed dosage of insulin he is taking; customer stated he will wait for the next doctors appointment to see if his doctor changes the medication.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 71, 64, 55 and 56mg/dl. Customer also reported a low result obtained of 85mg/dl; result could not be verified in the meter memory. The customer¿s expected fasting blood glucose test result range is 100-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 211mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/14/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date not set): (B)(6).